Event description:
In this event, it was reported that a machtou plugger separated; the broken piece could not be retrieved. However, treatment is not yet complete.

Manufacturer narrative:
Therefore, because the broken piece is still in the pt's canal, this event is reportable per 21 cfr part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.